Event description:
It was reported an under infusion of iron while being infused a secondary set. Per report, the secondary iron bag was not empty and the pump converted back to the primary IV fluid. In an effort to troubleshoot the under infusion, the clinician programmed another 7ml to complete the infusion; however, the clinician stated "the pump was trying to run it faster and bolus it¿.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an under infusion of iron while being infused a secondary set. Per report, the secondary iron bag was not empty and the pump converted back to the primary IV fluid. In an effort to troubleshoot the under infusion, the clinician programmed another 7ml to complete the infusion; however, the clinician stated "the pump was trying to run it faster and bolus it¿.

Manufacturer narrative:
Correction: concomitant med prod data additional information: manufacturer narrative root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.